Event description:
When disconnecting the alaris smartsite gravity set tubing from an IV, the end of the tubing that connects to the patient's IV broke off in an almost shearing manner.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 19feb2026 medwatch report is mw5184359.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one sample was returned for investigation. The set was examined for defects and abnormalities. The male luer was broken off. No other defects or abnormalities were observed. The customer complaint was verified. While the definitive root cause us unknown, a possible cause of the male luer breaking during disconnection could be excessive force. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.